Event description:
Lap cholecystectomy - "it has been identified that 5 patients have returned to hospital with a bile leak following a laparoscopic cholecystectomy where ca090 was used. When patients have been scanned there were no clips found on the cystic duct. Product lot numbers not known as these were not recorded by the hospital. Of the three reported incidences the patients were operated on by separate surgeons." Intervention: "patients returned to hospital but it is unknown if they returned to theatre for further surgery."

Manufacturer narrative:
Please see related MDR# 2027111-2013-00448, 2027111-2013-00449, 2027111-2013-00450, 2027111-2014-00028 & 2027111-2014-00029. Investigation summary: the five incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root causes of the incidents. These incidents are the first cases of post-operative bile leakage reported in the (B)(6). (B)(4), no products were returned for evaluation in these instances as well. Because the actual devices were not returned for these incidents, the root causes were unable to be determined. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding and closing during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our initial/final report.